Event description:
During the surgery, the surgeon met resistance when trying to insert the electrode which was due to cochlear ossification at the basal turn caused by advanced otosclerosis. Bleeding surfaced out of the cochlea and into the middle ear. The surgeon managed to insert the electrode. The pt continues to be monitored by the center.